Manufacturer narrative:
Sientra complaint #: (B)(4). At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Bilateral mammography indicated rupture, right side.

Manufacturer narrative:
Correction: b3, b5, b6.

Event description:
Bilateral MRI indicated rupture, right side.

Manufacturer narrative:
Sientra complaint #: (B)(4). Additional information: h10. Sientra requests to void this medical device report. Updated information was given by the healthcare provider that this side was not affected and is the contralateral. Please refer to MFR report #: 1651189-2025-08817 for the customer's issue.